Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use mechanical lithotriptor v guide wire tip was torn. The issue occurred during a therapeutic procedure and the operation was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. However, the root cause could not be confirmed. The event can be detected and prevented by following the instructions for use: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.